Event description:
During initial manufacturer testing, the device delivered a measured volume of 18.6ml instead of the expected delivery of 20ml. Delivery accuracy for this device requires delivery to 20ml +/- 1ml(+/-5%). There were no reported adverse events while the device was in clinical use.